Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented on (B)(6) 2020 with their implantable cardioverter defibrillator was exhibiting ventricular undersensing of premature ventricular contractions resulting in functional loss of capture. Device also exhibited non-sustained right ventricular post-sensed t-wave over-sensing episodes. Programming changes were made on (B)(6) 2020. Patient condition after the event was stable.